Event description:
The pt reportedly experienced intermittent lock, 24 hours after falling from a horse. It was reported that the pt did not hit the head during the fall. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.